Manufacturer narrative:
(B)(4). After several requests, the device was not received for analysis.

Manufacturer narrative:
(B)(4): information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). The device (a) was returned with the distal tip of the blade broken off and not returned with the device. The remaining blade portion was scratched. The device was activated with the generator and an error code 5 was displayed. Probable causes of blade damage, including breakage, are external contact during pre-op or general use, blade contact with other devices, staples or clips during the procedure or using any means other than the blade wrench to attach or detach the blade. Once minor blade damage has occurred, subsequent activations may increase damage severity and result in an error code 5 or blade "lockout" later in the procedure, and continued usage can result in a broken blade. The device (b) was returned with the tissue pad missing. The device was tested with a test handpiece and generator and the device did activate. Pad damage occurs, when it is clamped against the blade without tissue (and activated). The resulting damage contributes to the removal of the pad from the clamp arm. Cleaning of the pad, not in accordance with the IFU, can also result in removal of the pad during use. Device b batch f9ht38 mfg date 10-23-09 exp date 9-23-14 (B)(4).

Event description:
It was reported that during a laparoscopic sigmoidectomy procedure, the first device, the blade was broken off during use. With the second device, the tissue pad was detached off on the way. As the broken blade and the tissue pad were retrieved with a forceps, no pieces were left inside the patient's body. Another device was used to complete the case. There were no adverse consequences for the patient.